Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the locking wrench had a damaged tip, after few uses. This report is for one (1) viper2 x25 set screw inserter,. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: reporter is a j&j sales representative. A device history record (DHR) review was conducted: visual inspection: the viper2 x25 set screw inserter, (p/n: 286735400, lot number: mf4292601) was received at us cq. Visual inspection of the complaint device showed the distal tip of the device was deformed. No other issues were observed with the complaint device. Dimensional inspection: dimensional inspection was performed for the design of device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the device was received deformed distal tip. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a review of the receiving inspection (ri) for viper2 x25 set screw inserter, was conducted identifying that lot number mf4292601 was released in a single batch. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.